Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision right total hip replacement performed on (B)(6) 2014. Reason for revision - instability (dislocation). New head implanted: ref 1365-54-000, lot 7961105. Original surgery was performed on (B)(6) 2012 at the same hospital. No pre or post revision op notes available. Pre-op x-rays available, post-op x-rays unavailable. Patient initials (B)(6)., dob (B)(6) 1929, height and weight unknown.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A review of the DHR identified that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. A review of the x-rays provided were reviewed for fractures and / or disassociation as per (B)(4). No anomalies were found. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.